Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who noticed a loose cap on the patient line of the homechoice automated pd set with cassette. This was noticed before use. There was no patient involvement, no patient injury and no medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. The cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.